Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (7) seven years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image was displayed due to faulty interface board and error b30 occurred due to faulty receptacle board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, likely due to printed circuit board (cn) failure. The device evaluation found corrosion and wear of the video connector image processor, an error code b30, the nozzle cover was rusty, and the video connector was slightly worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video system center had no image. The issue was found during an unknown diagnostic procedure. The procedure was completed with the same device without delay to the procedure. The patient was not under anesthesia. There were no reports of patient harm.